Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined through the device evaluation. There was no failure or malfunction identified that could have caused or contributed to the patient death. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device was received for evaluation. The device passed electrical and functional testing. A review of the device event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have contributed to the reported event. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was seen in the emergency room (ER) one day prior to death for an uncontrolled nose bleed. Treatment for the nose bleed and cause was unknown. While in the ER, the patient experienced shortness of breath (sob) and was treated with oxygen. The cause of the sob was unknown. The patient did not have a past medical history of sob or respiratory problems. On the same day, the patient was discharged home on oxygen. The following day, the patient died in his sleep while connected to the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.